Manufacturer narrative:
Concomitant medical products: 10ml syringe of 0.9% nacl injection excelsior medical, lot 3127659, exp 2018-06-01, therapy date unk. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an infusion of nacl and propofol at a rate of 10ml/h was noted to be cracked and leaked at the female luer location of the tubing. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of female luer cracked and leaked was confirmed. During visual inspection it was noted that the female luer had a 0.257 inches long vertical hair line crack which was observed to be on the opposite side as the injection gate. There was no other damage or any other issue observed with the rest of the set. Two stress marks were observed on the female luer under magnification. Functional testing confirmed leaking as fluid flowed through the crack on the female luer. Further investigation confirmed an issue with the manufacturing process of the component. The probable cause of the customer¿s report of component breakage was identified as a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).